Manufacturer narrative:
Date sent to FDA: 9/15/2020. Additional information: a2, b7, d3, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had revision surgery and recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted he encountered dense adhesions which were challenging to take down. It was reported that the patient experienced severe pain, adhesions, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information was provided.